Event description:
It was reported that a pump malfunction occurred after it got wet. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.